Event description:
Additional information: on (B)(6) 2018, device alarmed for short-to-shield.

Manufacturer narrative:
Section b5: this information was referenced from the complaint addressed in medwatch # 2916596-2018-02989. Section d4: expiration date, section d10: device available for evaluation: corrected data, section g4: date received by manufacturer and section h4: device manufacture date. Investigation summary: although the evaluation of the submitted system controller log files confirmed the report of a low speed event, a specific cause for this event could not be conclusively determined through the evaluation of the returned portion of the driveline. In addition, the report of a short to shield was not confirmed through the evaluation of the returned portion of the driveline. The submitted system controller log files one transient low speed hazard event on (B)(6) 2018 at 05:04:01 am, with pump speed reaching values as low as 2550 rpm. This event occurred while the system controller was connected to a power module, and a low flow hazard was associated with the low speed event by design. Based on previous complaint history, this event could be indicative of a potential driveline issue. A technical services representative was onsite on 15aug2018 to perform a driveline evaluation; however, the low speed alarm was unable to be reproduced. The patient remained ongoing on an ungrounded patient cable until he received a transplant on (B)(6) 2018. (B)(4) was returned assembled with the driveline severed approximately 11¿ from the pump housing. The remainder of the driveline was not returned. Minor metal braided shield breakdown was observed adjacent to the nipple of the pump housing. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the returned portion of the driveline did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The relevant sections of the device history records (documents (B)(4)) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's weight was not provided. Age of device:1 year, 9 months, 25 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that device alarmed for low speed advisories and pump stoppage on (B)(6)2018. An x-ray of the external portion of the percutaneous lead (driveline) showed an area where there looks to be kink in the percutaneous lead. The internal portion of the x-ray was unremarkable. On (B)(6) 2018, manufacturer's technical service representative performed a distal end percutaneous lead (driveline) replacement. Phase interrupter tests were performed but no open wires found. The patient was tethered on grounded patient cable. Driveline was palpated from the distal end to the exit site without issue. Patient performed body movements (standing, sitting, stretching, crossing arms) while tethered on grounded patient cable / power module without an issue and no alarms were observed. Two (2) unshielded patient cable were ordered. Additional information was requested but not yet provided.